Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v470260, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and had to have a lead replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.